Event description:
Customer reported an intermittent video error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system to be operating as intended.